Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had anaphylactic shock reaction on the date of the test implant procedure but the time-relation with the text implant procedure was not reported. The clinical report form (crf) did not provide any details regarding the exact cause: if it were related to the medication used for the procedure, or if it is completely un-related. Also no details were added regarding the implant of the electrode: if completed or not. There was no alleged product issue. The event did result in prolongation of hospitalization in the intensive care unit (ICU) and medical intervention to prevent a life-threatening situation. The anaphylactic shock was reported recovered on 2014-(B)(6). Additional information received that stated that the test lead was never implanted and the procedure was stopped before implant of the device. It was noted that the first symptoms started during the anesthetic phase of the procedure, and that the shock was directly linked to the procedure. After the event occurred ICU surveillance was done with maintenance of good tension figures with appropriate drugs and a chest x-ray was performed revealing an abnormal pleural effusion. The outcome resulted without sequelae and the patient will visit a pulmonologist and an allergist in september before the trial occurs (trial procedure has been suspended as of this time). Additional information received that on 2014-(B)(6), the patient was prepared for the implantation of the neurostimulator to treat the fecal incontinence. The anesthesia started with 15 grams sufentanil and 300 mg propofol. Due to an unanticipated difficult intubation, 60 mg celocurine were administered. Second attempt at intubation was successful. During intubation, the patient presented important hypotension, without rash or bronchospasm. There were 9 mg epinephrine administered, twice, plus 100 micrograms neosynephrine followed by adrenaline in bolus. Due to the continuous hypotension, adrenaline was administered further by electric syringe. It was concluded that the patient developed severe hypotension of undetermined etiology and post-anesthesia induction and a pulmonary mass was discovered by x-ray in the parenchym of the left hil.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during the patient's hospitalization and anesthesia, a serious accident occurred following which was very likely an allergy to celocurin, and the intervention was immediately canceled. The patient was transferred to the intensive care unit (ICU), and her condition rapidly improved. A chest x-ray was performed, which identified an unknown lung nodule, which was going to be explored. The patient was admitted on (B)(6) 2014 and discharged on (B)(6) 2014. Additional information received reported that the patient was successfully intubated during the second attempt using a long angulated stylet after three minutes, without concurrent desaturation. After receiving adrenaline by an electric pump syringe in order to maintain satisfactory hemodynamics, she received a central venous catheter, as well as a radial artery catheter. She woke up during the placement of these devices and was administered etomidate by an electric pump syringe, before being transferred to the medical intensive care. The patient appeared to be awake on etomidate; she moved her four limbs and responded to simple commands. Hemodynamics was stable on 0.23 "u/kg /min" of adrenaline. The patient had some mottling of the knees. She was on volume assist-control ventilation and she was not oxygen dependent and had no spasms on auscultation. The abdomen was soft and non-tender, no mass was palpated, and bowel sounds were present. Skin/mucous membranes were unremarkable, and notably with no rash. The electrocardiogram revealed a mild, non-significant st depression on v4, v5 and v6, which had not been visualized on the electrocardiogram done during the anesthesia consultation. Her rhythm was sinus and regular, normal heart rate on beta-blockers, and had normal qrs complexes. The chest x-ray showed the central venous catheter in place but revealed an intraparenchymal mass, 30 mm in diameter on the left hilum, which was unknown prior to the event. Upon admission to the medical intensive care, the etomidate was after arriving at the medical intensive care and she had no problems. An allergic laboratory work-up that had been started in the operating room was continued. The patient was informed about the intraparenchymal mass that was visualized on the x-ray and the need for completing the work-up. The st segment depression normalized following the discontinuation of adrenaline. On (B)(6) 2014, after twenty-four hours of monitoring in the medical intensive care unit, the patient was transferred to the digestive and endocrine surgery clinic department (ccde), where the surgical procedure was reschedule. The lung mass work-up, using CT scan, was going to be initiated by the ccde. The severe hypotension of undetermined etiology post-anesthetic induction may have occurred when propofol was administered. The anaphylactic reaction may have been caused by the celocurin, but the tryptase assay results were still pending. Her medication treatment after being discharged remained the same as the medications she took before the event occurred.